Manufacturer narrative:
Investigation summary: investigation flow: damage. Visual inspection: the screwdriver, hexagonal, small, (p/n 314.570 lot l573984) was received showing rounding of the distal screw driver hexagonal tip. No other issues were identified with the returned components of the device. Complaint confirmed? Yes. Investigation conclusion: the rounding of hexagon condition of the driver tip is a potential end of life indicator of the screwdriver. After a visual inspection per guidance provided in windchill document # 0000277191, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 314.570, lot: l573984, manufacturing site: hägendorf, release to warehouse date: dec. 07, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, during an inspection, it was noticed that two (2) screwdriver and one (1) screwdriver shaft were stripped and the pin side of the combination t-wrench was stripped. There was no patient involvement. This is report 1 of 3 for (B)(4).